Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years and five months post implant of this 31mm mitral bioprosthetic valve, the valve was explanted and replaced with a valve of the same size and model. The reason for replacement is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the valve was explanted due to severe endocarditis. The physician confirmed large vegetations obstructing 2 leaflets and stenosis was present. There was no sub-annular abscess. Pathology confirmed light growth candida (torulopsis) glabarta isolated, and no fungal infection. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.